Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 10/25/2024: the sales representative has reported that the ar-3636h self bunching 1.8 knotless hip fibertak inserter got stuck in the ar-3638dhc disposable kit. The case was completed using a new ar-3638dhc disposable kit and the ar-3636h self bunching 1.8 knotless hip fibertak was able to be implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024, it was reported by a sales representative via email that the implant got stuck in an ar-3638dhc disposable kit for knotless hip fibertak. The anchor got stuck and could not come out. A new anchor was used to complete the case. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.